Event description:
It was reported that the device had rate accuracy pumped 11.16 and then 11.18 after calibration. Sensor needs to be replaced. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The root cause of the reported issue of the pump module not able to be calibrated was not replicated during the investigation. The pump module was calibrated and rate accuracy testing confirmed the device operating within specification. Rate calibration of asm, rate accuracy of asm and time rate accuracy testing was performed on the suspect pump module and found the device operating in optimal condition. The pump module was not found to have any areas of concern during the external and internal inspections. The facility provided an event date of 11 april 2025. Time of the event was not provided. The event and error logs were downloaded from the suspect device. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and programming parameters. No activity was registered on the event date provided by the facility. The last activity registered on the logs was on 3 april 2025. A total of seven (7) infusions were performed on the same day with different rates and volume to be infused (vtbi). No errors or malfunctions were recorded on that day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. This is not a function of the pump module event log; it only can reflect the information of the infusions. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had rate accuracy pumped 11.16 and then 11.18 after calibration. Sensor needs to be replaced. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.